Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with dizziness. Episodes of auto mode switch due to far r-wave oversensing and retrograde conduction were noted. Programming changes were made. The patient will continue to be monitored.